Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient had not used his device for a while, and when he turned the device on, set the time and date, and performed a set change, the device turned off again. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display but it was not completed. The customer planned to call back once he tried a new battery cap. The insulin pump was not returned for analysis at this time.